Event description:
Event description guidant received information that an interrogation of this implantable cardioverter defibrillator (ICD), initiated by the patient's report of warning tones, found the device in 'storage mode.' The device was explanted and replaced without incident.